Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging pain in right lung, throwing up, lightheaded and dizzness.. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pain in right lung, throwing up, lightheaded and dizzness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer stated that after two years of waiting for a replacement device and not using one for those two years, I found that I don't need the device. Losing 50 lbs. Helped. Now 4 yrs. Later, you are questioning my original complaint? I called numerous times to tell the people at philips not to send me the new one. Please close out this account. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.